Event description:
Patient presented to the physician with swelling and severe pain at the neck incision site that radiates to the chest incision. Physician prescribed medication for the pain and inflammation.